Manufacturer narrative:
Concomitant medical products: product ID 3387-28, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-28; implanted: on (B)(6) 2013; explanted: on (B)(6) 2018; product type: lead; device evaluated by MFR: the returned lead (lot: unknown) segment was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the all conductor were broken 8.2 cm from the distal end of the lead. Method code 4118, result code 3233 and conclusion code 11 no longer apply. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. Troubleshooting/diagnostics included impedance measurements at the transition extension to the lead with screening cable which confirmed high impedances on the right ventral intermediate nucleus of the thalamus (vim) lead. X-ray was also performed which, per the rep, looked like an injury or overstretching of the cable with undamaged casing was the cause of the problem. Replacing the lead resolved the high impedances. The patient experienced electrical sensations in the right half of the body for about six weeks even when touching their head (for example when combing). No further complications are anticipated. The patient was implanted for essential tremor.

Manufacturer narrative:
Concomitant medical products: product ID 3387-28, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387-28, serial/lot #: unknown, implanted: unknown, explanted: (B)(6) 2018, ubd: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. There were high impedances and the lead was explanted and replaced. It was unknown if the event was resolved. No medical symptoms were reported. No further complications were reported.